Manufacturer narrative:
Due to a human error, the event description and the hospital name submitted on initial report were incorrect. The correct event description is "operation on (B)(6) 2014¿ and the correct hospital is ¿(B)(6). B.3. And e.1. Have been updated accordingly in the present follow up.

Event description:
See initial report.

Manufacturer narrative:
During investigation phase of the present event, it was discovered that this event is the duplicate of another event already submitted under medwatch 9611109-20240306140646. Since all information were already submitted in the mw 9611109-20240306140646, the present event has been voided.

Manufacturer narrative:
D.4. Serial number is unknown. Therefore, the UDI code is not available. H11. In the previous supplemental report it was reported that: " during investigation phase of the present event, it was discovered that this event is the duplicate of another event already submitted under medwatch 9611109-20240306140646. Since all information were already submitted in the mw 9611109-20240306140646, the present event has been voided." Please consider this information invalid. The correct statement is the following: "during investigation phase of the present event, it was discovered that this event is the duplicate of another event already submitted under MFR report number 9611109202400115. Since all information were already submitted in the MFR report number 9611109202400115, the present event has been voided."

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. The complainant alleges through their counsel that infection. Based on the current status of the investigation the alleged device issue was yet not confirmed. Operation on (B)(6) 2013.

Manufacturer narrative:
A.2-a.5. Patient information was not provided. D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. G.5. The heater-cooler distributed in the affected county is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.